Event description:
The customer received control readings of 224 and 220mg/dl on the contour next link. The readings were not automatically marked as a control tests, which will be displayed as a blood results when accessing the meter¿s memory.no adverse event was alleged. The test strips were expected to be returned for evaluation.new meter and strips and control were sent to customer.